Event description:
The customer had reported (B)(6) reaction of a sample with anti-jk(a). Customer has sent us the sample, but not the complaint sample ahg anti-igg solidscreen ii. The sample was tested with retention sample of ahg anti-igg solidscreen ii on tango in quality control lab and reacted questionable (B)(6). Further testings of the sample in the anti-human globulin phase of tube and gel method resulted in very weak (B)(6) respectively questionable reactions. The missed antibody was a very weak antibody. Further testings of ahg anti-igg solidscreen ii with weak reacting controls confirmed the correct function of the complained reagent. Summary: the testing quality control lab confirmed the correct function of the affected lot ahg anti-igg solidscreen ii. The review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot.

Manufacturer narrative:
Conclusion: taken together we have no indication for any instrument malfunction.